Event description:
Initial surgery (B)(6) 2020, complete instrumentation can be seen in the image made during the surgery. After the surgery patient had a good recovery. According to patient, restrictions were followed. On (B)(6) 2021, a fracture in neon was detected in mr. Patient is well, waiting to know the next steps. Report 2 of 2.